Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two years post-implant of an implantable pulse generator (ipg) system, the patient died due to septic shock of unknown origin. Patient was seen in the physician's clinic 5-months prior to their death and there were no issues noted with the ipg. The origin of sepsis was not determined.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.